Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that during a patient event their device lost connection through the paddles lead, reflected in dashed lines or a flat line. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
The customer provided stryker with the available patient information. Therefore, the section a and b of this report has been updated. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that during a patient event their device lost connection through the paddles lead, reflected in dashed lines or a flat line. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient, if needed. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contribute to the patient outcome.